Event description:
It was reported that when device was used during an operative laparoscopic procedure the outer gasket tore and fell into the abdomen. The surgeon was able to retrieve the gasket. Another device was used to complete the case. There was no further consequence to the pt.